Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units of insulin, and approximately 10 minutes after the cartridge was filled, the insulin gauge displayed 0 units of insulin. At the time of the event, a new cartridge was loaded and insulin delivery was resumed. Tandem technical support advised the contact to review the pump history from about a month ago to see if any alerts or alarms had occurred; however, the contact declined. Additionally, the contact declined to upload the pump data logs for tandem technical support to perform a log review of the event. There was no impact to the customer's blood glucose level.